Event description:
Patient presented at an outside hospital where he received IV-tpa. Patient had been seen the previous day for a different stroke. Patient rapidly deteriorated on the helicopter ride to co and stopped breathing. The patient arrived in very poor condition. Patient had a hole in his heart which presumably caused the stroke. The artery was of good size. There was nothing unusual about the passes with the retriever. The physician was able to pull out a little bit of the clot. The physician was surprised to see a leak in the distal basilar artery. After the first pass, the vessel was 50-60% open and both pca's were open. Originally, the physician felt the perforation was caused by the tip of the device. Perforating the artery, but later he speculated that the bleed was likely caused by avulsion of one of the small arteries arising from the basilar artery. The patient had vasospasm after retrieval attempts which the physician left untreated to minimize blood loss.

Manufacturer narrative:
Because the device was not returned to MFR, a complete investigation could not be performed. The manufacturing records for retriever l6 devices that were shipped to the site, lot numbers, were reviewed and no anomalies were found that are related to this complaint.